Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a revaclear 300, a "hair like" particulate matter in the housing was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed the wet product header area with a hair like particle visible on the cutting surface. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.